Manufacturer narrative:
Additional information can be found in the following sections: g4, g7, h2, h10. A review of the system log was performed, and it was noted there were no errors related to the reported event. Based on the information provided, this complaint is remains reportable due to the following conclusion: system unavailability after start of a surgical procedure (first port incision) could lead to the procedure to be converted/aborted. Although there was no patient harm as a result of this event, if the reported malfunction were to recur, it could cause or contribute to an adverse event.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the personality module surgeon console (pmsc) involved with this complaint on january 28, 2020 and completed the device evaluation. Failure analysis investigation did not confirm the reported complaint. The pmsc board was installed and tested in the printed circuit assembly (pca) test system. A ten-minute sine cycle and 20 power cycles were performed and passed. The pmsc board sat idle for 1 hour, and there were no errors. Video test showed good video on both eyes with no anomalies. Upon visual inspection, the device was in good condition. The pmsc sat idle overnight, and 50 power cycles were performed. Both eyes on the surgeon console displayed good video. Isi received the high resolution stereo viewer (hrsv) for failure analysis investigation on january 28, 2020, however, the investigation is still in progress. Therefore, the root cause of the customer reported failure has not been determined. A follow-up MDR will be submitted to the FDA once the failure analysis investigation has been completed and/or if additional information is received. Based on the information provided at this time, this complaint is being reported due to the following conclusion: a da vinci system malfunction occurred, rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if this malfunction were to recur it could likely cause or contribute to an adverse event.

Event description:
During a da vinci-assisted nephrectomy surgical procedure, it was reported that the surgeon side console (ssc) left eye had lines initially and then went black. The surgical staff tried two different endoscopes, but there was still no image in the left eye. The technical support engineer (tse) asked the staff to remove the instruments and cycle the system power, cycle the ssc circuit breaker, and cycle the vision side cart (vsc) circuit breaker. Additionally, the tse asked the staff to disconnect any digital video interface (dvi) cables that were attached to the ssc, and to reseat all blue fiber cable connections. The system powered and homed but still had a black left eye. The procedure continued as planned with no reported patient harm or injury. Intuitive surgical, inc. (Isi) followed up with the technical support regional manager and obtained the following additional information: the case was completed with only the right eye displayed. An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The reported complaint was reproduced during the field evaluation. The personality module surgeon console (pmsc) and the left monitor in the high resolution stereo viewer (hrsv) were replaced to resolve the issue. The system was tested and verified as ready for use.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Additional information can be found in the following sections: g4, g7, h2, h3, h6, h10. Intuitive surgical, inc. (Isi) received the high resolution stereo viewer (hrsv) involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the customer reported complaint. There was no image due to a main board defect. Isi performed follow-up to request patient demographic information, but the nurse was unwilling to provide the information as she believe the information was not relevant to the reported failure. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or video clip for the reported event was submitted for review. A technical review was performed by the technical support regional manager, who confirmed the procedure was completed with only the right eye displayed. A review of the system log was requested. At this time, the investigation has not been completed.